Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient saw an elective replacement indicator (eri) message displayed on the day of the report. The reporter indicated that the patient hadn't felt stimulation as of the day prior to the report. The reporter also stated that the patient was unable to turn her device on with the patient programmer. It was noted that the patient had an appointment scheduled with her healthcare provider (hcp). No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient experienced a depleted battery and increased pain. It was noted that diagnostic methods included palpation and examination. It was further noted, the etiology was related to the device or therapy and was related to the implant procedure. It was noted that severity was mild. It was noted the implantable neurostimulator (ins) was replaced (B)(6) 2013. It was noted the event was resolved without sequelae.